Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their healthcare professional and manufacturer's representative to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a "change in stimulation" that occurred 3 to 4 months prior to the report. It was noted that the patient had pain at the implant site that began 3 months prior to the report. It was further noted that the patient was told that "one of her leads broke" by the manufacturing representative. It was noted that this was following a car accident that occurred 4 months prior to the report. It was further noted that the patient "needs more stimulation up to her back, instead of her legs." If additional information is received, a supplemental report will be sent.